Event description:
It was reported a patient presented with right ventricular (rv) lead perforation, discovered via echocardiogram. The same lead was repositioned in a procedure on (B)(6) 2023. Post-procedure the patient was stable.